Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for leaflet damage. It was reported that the initial mitraclip procedure was performed on 06/28/2019, to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted, reducing mr to 2. The clip remained stable on both leaflets. On (B)(6) 2019, transthoracic echocardiogram showed a mitral tear on the medial side of the grasping area; the clip remained grasped only on the lateral side of the grasping area. There was no device malfunction. The mr increased to 4. In the physician's opinion, the tissue damage occurred at the line between normal tissue and tissue degeneration. A second mitraclip procedure was performed to further reduce mr. One clip was implanted medial to the initial clip at the center of a2/p2 segment, successfully reducing mr to 1-2. The patient remains stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact first and last name.